Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 380 mg/dl. Troubleshoot was performed. Customer used new energizer battery. The insulin pump got exposed to water. The insulin pump was fine once getting out from the swimming pool but it went blank during lunch time. Customer stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.